Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired a few clips and then the device started ejecting the clips. A second device was pulled and the same thing occurred. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, c and d) were returned in good visual condition and inside their original package. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, retained and formed the remaining clips as intended. Each device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (e) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92f3j, expiration date: 09/2017, manufacturing date: 10/2012.